Event description:
It was reported the device failed to deliver shock during test. There was no patient involvement. The customer called and spoke with a philips remote service engineer (rse). The device was evaluated by the customer with assistance from rse. Rse confirmed that the external paddle will need replacement. The customer has ordered replacement external paddle to rectify malfunction. The efficia dfm100 defibrillator, model# 866199, is substantially similar to the heartstart xl+ defibrillator (model# 861290) and will be reported in the united states under device model# 861290.

Manufacturer narrative:
Device evaluated by the customer with assistance from rse.